Event description:
It was reported that the unspecified bd maxzero microbore extension set was occluded. The following information was provided by the initial reporter: we require two additional complaints for the maxzero microbore extension set (ref (B)(4) and the maxzero microbore bi-fuse extension set (ref (B)(4). Pump was infusing a carrier fluid in a 50 ml syringe with intermittent antibiotics. The alaris pump started beeping occluded on (B)(6) 2026. The nurses were able to clear the pump, and it appeared the syringe was infusing. Later, during the next shift, the pump began beeping again and it was realized then that the syringe had the full amount of carrier fluid. The syringe should have been half empty. There was patient involvement but no harm.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.